Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that prior to a cataract extraction with intraocular lens (iol) implant procedure, foreign material was found on the iol. The procedure was completed. Additional information was requested.

Manufacturer narrative:
Product evaluation: the lens was returned positioned incorrectly posterior side up in the lens case. Solution is dried on the lens, which may have been interpreted by the customer as the reported complaint of ¿foreign substance found¿. No foreign material other than the viscoelastic was observed. Both haptics are bent in the gusset and distal area. The optic has a scratch and a small scrape mark on the posterior side of the lens. The optic is leaning and pressed against the posts and the well area of the lens case. The attached photos match the returned sample. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint of ¿foreign substance found¿. No foreign material was observed other than dried solution. The dried solution may have been interpreted as the reported complaint. Lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met the manufacturer's release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).